Event description:
On june 23, 2008 the lay user/patient's daughter contacted lifescan (lfs) alleging that the a patient's one touch basic meter was missing segments. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter, since the medical affairs specialist (mas) was unable to reach either the reporter or pt by phone. The patient's daughter reported that the alleged issue started sometime approx four months before. It is unknown if the pt continued to test with the subject meter once she noticed the display issue. Sometime after the reported issue began (date/time unknown), the pt reportedly developed the following symptoms: "sweaty, trembling, and dizzy" and was taken to the emergency room (ER). The patient's daughter reported that the patient's blood glucose was tested while in the ER, but the reporter did not recall the result nor did she recall if the pt received medical treatment at the time of the visit. It would have been helpful to know the following info: the patient's testing frequency, her diabetes management regimen, if she continued to test with the subject meter after she noticed the missing segments, confirm what actions she took as a result of the alleged issue, how she interpreted her results after the issue began, blood glucose reading during ER visit, and treatment received if any. At the time of troubleshooting, the cca was unable to resolve the issue. Replacement products were sent to the pt. This complaint is being reported due to the following conclusion: the patient's relative claimed that the pt developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspections, lifescan will inform FDA of the results in a supplemental report.